Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was checked in clinic in (B)(6) and chest x ray showed atrial lead dislodgement. On (B)(6) 2020, a lead revision was performed. During the procedure, the patient¿s atrial lead screw was unable to be retracted and therefor explanted and replaced. There were no adverse effects on the patient. The patient was stable prior to, during, and post procedure.